Event description:
Add'l info rec'd from rptr 11/22/1999: pt has received the unmanipulated bone marrow fraction as well as several doses of allogeneic peripheral blood progenitor cells. He remains pancytopenic.